Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly / core to resolve the issue. System was tested and verified ready for use. Isi has not received the redundant power tray assembly / core involved with this event as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a non-recoverable system fault 86 occurred indicating by red system leds. The customer followed the troubleshooting steps and attempted to restart the system with the instruments and endoscope installed. Upon powering up, error 86 reappeared, along with a message stating "self test in progress." Observing that the error had recurred, the surgeon elected to use the instrument release kits to remove the instruments from the patient and converted the procedure to laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion to laparoscopic did not result in increasing the port size of the incision nor adding additional ports; the patient tolerated the change and they suffered no injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the core redundant power tray assembly that was replaced and completed the failure analysis testing. The reported error 86 was replicated and confirmed when tested on a test system. Upon initial visual inspection, no issues were found that would be related to the reported event, however during the testing process, there was a burn defect of a cable assembly to the power controller board.